Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that reciproc files 6x broke during use. Broken part remains in canal, treatment not concluded. Outcome of treatment is pending. This is for 2 of 3 file breakage.

Manufacturer narrative:
Summary: the returned reciproc file r25 8/100 25mm 025 is broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1769036, #1708509, #1708854, #1709007, #1709437, #1709675 and #1709941). Root causes are not identified. We will track this kind of event and monitor the trend.